Event description:
(B)(4) problem statement and description: customer reporting discrepant result between vision and manual gel. Patient tested b pos on vision. Result was o pos in manual gel. Customer states that repeat testing on the vision matched manual gel results. Additional details (include start date, frequency, observations, sample ID/reagents etc. As needed): (B)(6) 2023 - customer states that this sample belonged to a trauma patient and that a second trauma patient tested around same time also tested b positive actions already performed by contact: contacted tsc troubleshooting steps requested by tsc: - tss reviewing econn data which will be attached to the header. Confirmed b positive result as reported by customer in column grade result. - tss will review additional data and follow up with customer next action for contact: tss will follow up tss reviewed econn data for 41-87 (discrepant result) and 04-31 (tested at the same time) -column grade report shows both samples resulted as b positive -barcode scan report shows both samples scanned multiple times, using the handheld scanner. -at 8:57, 04-31 was scanned using the handheld scanner into sector 1, position 5. Laser scanner did not read a barcode in that position when door was closed -at 9:00, 04-31 was scanned using the handheld into sector 1, both position 3 and position 5. Laser scanner did not read a barcode in either position when the door was closed -at 9:01, 41-87 was scanned into sector 1, position 5. Laser scanner did not read a barcode in either position 3 or 5 when the door was closed -there is a very high likelihood that the barcode physically present in one of the positions did not match the barcode manually assigned to that position, though it is not possible to prove it since no barcode was read in either slot when the door was closed. -tss discussed cl2022-099 with the customer and emphasized the danger associated with improper use of the assign to position feature.

Manufacturer narrative:
Complaint description: customer contacted orthocare technical support to report discrepant results of one sample for aborh typing. Customer obtained a bpos result on the vision. Upon repeat, in manual gel and again on vision, result was opos. No discrepant results were reported to the provider as repeat testing did not match original. Date of event: (B)(6) 2023 reported: 15jan2023 ortho vision 50002704 (installed: (B)(6) 2017, sw: 5.13.2) patient information: trauma patient. No patient history. Complaint sample a (41-87) investigation details: customer indicated two trauma patient samples were loaded onto the vision in same timeframe. Both resulted as bpos. Samples were repeated in manual gel. This process step assisted in identifying the discrepancy. Discrepant sample a was repeated on vision and results matched manual gel method resulting as opos. Ortho care tsc reviewed econnectivity data for sample 41-87 (complaint sample - sample a) and sample 04-31 (sample tested at same time ¿ sample b). Column grade report shows both samples resulted as bpos. Raw barcode scan report displays both samples being scanned multiple times with handheld scanner. At 0857, sample b was scanned using handheld scanner into sector 1, position 5. Laser scanner did not read a barcode in the position when door was closed. At 0900, sample b was scanned using handheld scanner into sector 1 both position 3 and position 5. A barcode was not identified in either position by the internal scanner. At 0901, sample a was scanned into sector 1, position 5. Internal scanner still did not identify barcodes at position 3 or 5. Review of the sample metering report shows at 0859, serum was sampled from sample b in position 5. At 0903, serum was sampled from position 5, assigned as sample a. At 0904, rbc was also sampled from position 5. At 0923, serum and rbc were sampled from position 5. At 0922, the internal scanner identified sample b in position 5 and sample a in position 7. Although the assign to position function was used to load the samples in position 3 (assigned sample b) and position 5 (assigned sample b, then sample a), the internal barcode scanner identified sample b in position 5 and sample a in position 7, there is a possibility that the location of the samples did not match the barcode entered manually during assign to position function. Given the metering report shows sampling was taken from position 5 when sample a was assigned to that position and again when sample b was loaded to that position. Reviewing the volume remaining confirms that testing thought to be performed on both of these samples may have only been sampled from one tube (sample b). Customer was provided with findings and referred to customer letter (cl2022-099). The customer letter further discusses the identified possible issue when utilizing ¿assign to position¿ function which will allow user to manually load samples, but if the instrument detects an alternate barcode in the assigned position, the actual barcode is not utilized, and the sample ID entered using the ¿assign to position¿ function will be associated with the testing of the sample in that position. A complaint review was performed on vision 50002704 from 01jan2020 through 31jan2023. No additional complaints were reported for discres, falseneg, falsepos or other relevant call areas. Sample results were not reported to provider. No patient/donor was harmed. The assignable cause is probable user error, the customer utilized the ¿assign to position¿ function on the vision software but placed the samples in the incorrect positions within the rack. No general product failure is identified. The customer has reported no other similar incident since monitoring period.